Manufacturer narrative:
Evaluation summary: the screws are not designed to be included in the packaging and distributed with the related device. Evaluation: device history records indicate device manufactured to specification.

Event description:
It is reported that two stems were opened and the set screws were missing. Lot number 60569741, was implanted without the set screw.